Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted on (B)(6) 2019; 8709 catheter, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there is an issue with the pacing lead. The patient noted that the lead is not connected properly to the implantable pulse generator (ipg). The pacing lead and the ipg remain in use. No patient complications have been reported as a result of this event.